Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligner cut off part rests on their tongue and has caused 3 sores in the past two weeks. The aligners have also caused other cuts in their mouth. Patient has requested to stop their treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.